Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the manufacturer's lab and the power cable disconnect alarms were confirmed and reproduced during analysis. The black and white power cables were maneuvered and while moving the black power lead at the connector end, the power cable disconnect alarm became active. The black power lead was then stripped at the connector end revealing a compromised inner conductor. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing power cable disconnect alarms. The system controller was exchanged for another system controller and no further problems were reported.